Manufacturer narrative:
Customer understands that her breast pump was out of warranty. Ameda, inc. Therefore did not replace the breast pump. Customer agreed to return the purely yours ultra to ameda, inc. For investigation and was sent an expedited (B)(4) return label. As of this date, the breast pump has not been returned to ameda, inc.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report using her 3 year old purely yours ultra breast pump with batteries while traveling. She states shortly after installing 6 aa batteries into the battery compartment, pausing during the pump's cycling was noted and the motor sounded rough. When the customer opened the battery compartment, she noticed grey fluid coming from the inside of the battery compartment. Customer did not come in contact with this fluid therefore she reports no injury or burn.